Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2009. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "wrinkling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and wrinkling.

Event description:
Patient reported left side rippling with reoperation. Healthcare professional reported rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, observed 40 mm dark patch edge material inside gel device and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on patch bond edge and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on patch bond edge assessed as an unidentified (tear) opening.

Event description:
Patient reported left side rippling with reoperation. Healthcare professional reported rupture. The device has been explanted.